Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system didn¿t start. Upon troubleshooting fse found that voltage failure in the hospital network, which caused the ups battery alarm to malfunction and impacted several pcbs and the two dsm units in the mpdu and fan tray were defective. To resolve the issue, fse replaced the mpdu duel switch module and fan tray. The defective pdu fan tray and pdu dual switch module was returned to philips for analysis. After analysis of pdu fan tray confirmed that the failure was attributed to mechanical issues related to the housing component and the cause of the pdu dual switch module failure was due to the two fuses exhibited blackened spots; further measurements indicated that these fuses displayed infinite resistance, suggested that the unit had experienced a short circuit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.